Event description:
Information was received from a healthcare provider regarding a patient receiving compounded baclofen 4000 mcg/ml via an implantable pump. The indication for use was intractable spasticity. The patient¿s medical history included cerebral palsy. The healthcare provider was calling to ask if the patient could have an MRI if their pump was sticking outside of his body (partly exposed). Per the healthcare provider, the patient woke up at 2 am and realized his pump was exposed so went into the ER (emergency room). When the healthcare provider was asked if the patient had an infection or injury (what caused pump to become exposed) the healthcare provider stated no injury or infection but did not know what happened. Additional information was received from another healthcare provider via a company representative on 16-sep-2024 who reported the patient¿s pump was exposed through the patient skin incision. It was an unknown reason as to why the pump pocket was opened, exposing the pump through the skin. A possible reason stated by the physician was patient hygiene. The pump got infected date unknown. A pump replacement was performed on (B)(6) 2024. During surgery, the sterile field was maintained, no cross contamination between the pump pockets. No further issues with patient status reported. The issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.